Manufacturer narrative:
Corrected data: h6 the medical device problem code was updated to communication or transmission problem. As the complaint device is a cable and is only responsible for communicating or transferring signals, it is not generating the impedance. Manufacturing narrative: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported impedance and signal artifact issues and subsequent cancellation could not be determined.

Event description:
During an atrial flutter procedure, it was noted that the catheter had an impedance of 999 resulting in cancellation of the procedure. The catheter and grounding pads were replaced. The distal electrode was distorted and noisy. Unplugging the grounding pad did not impact the geometry. The amplifier and ampere were power cycled, without resolution. The gen connect cables were also replaced, without resolution. There was also noise on the non-abbott (prucka) recording system. The procedure was unable to be completed. There were no consequences to the patient. After the procedure, the rf cable was replaced, and the issues were resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported impedance and signal artifact issues and subsequent cancellation could not be determined.